Event description:
The pt's peritoneal dialysis nurse reported that the pt passed away on (B)(6) 2014 while in a nursing home. The cause of death was cardiac related, and the pt was not connected to the cycler at the time of passing. The nurse does not have a death certificate or any medical records pertaining to the event.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.